Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
USA. Allegedly, a patient who underwent a breast revision surgery, complained about her right breast has begun to tighten and the shape changed. A capsular contracture baker grade iii was diagnosed ((B)(6)).

Manufacturer narrative:
This follow-up report is being submitted to provide updated information regarding the explantation date, which has been revised based on newly received information.